Manufacturer narrative:
The customer reported the problem was resolved by replacing the flow sensor assembly. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was failing airflow accuracy. There was no patient involvement. The event date was not specified; estimate used.